Event description:
The following article "preoperative portal vein embolization (pve) using an amplatzer vascular plug (avp)" reported the following adverse event(s): patient #1 (a) - one patient who underwent avp deployment in the first-order right pv complained of severe abdominal pain after pve, and liver enzyme levels were markedly increased at 6 h after pve. CT 12 h after pve revealed segmental infarction in the right lobe of the liver with extensive thrombosis in the superior mesenteric vein, main and right pv, and proximal left pv due to protrusion of the avp into the main pv. The patient underwent emergency surgical removal of the avp, thrombectomy, and ligation of the right pv. Patient #2 (b) - recanalization occurred in the pv that had been embolized using the avp; follow-up CT of this patient confirmed that the avp was deployed at the anterior pv with partial covering of the posterior pv. Refer to the article for complete details.

Manufacturer narrative:
Aga medical has not received any additional information regarding this event, including patient and device information.